Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). Following pre-dilatation with a 2.75 x 8 mm semi-compliant balloon catheter, a 2.75 x 12 mm promus premier stent was deployed and the delivery system balloon was inflated at 12 atm. A dissection occurred at the proximal edge of the stent. The dissection was non-flow limiting and graded as a. An additional stent was deployed to cover the dissected area. The procedure was completed, and the patient fully recovered and was stable at the end of the procedure.